Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of dirt in filters. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 03, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging of burning/smoke/electrical odor. The device has dirty filters. The device was returned to the manufacturer's product investigation laboratory for investigation. Using a known good power supply and power cord, manufacturer powered on the device and initiated therapy verifying airflow. Manufacturer during the investigation manufacturer observed dirt/dust like contamination on the top enclosure,dust-like contamination on the blower and blower box,slight black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01,dust-like contamination on the inlet of the blower box. Manufacturer used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 1 errors. The manufacturer concludes tis unable to directly address the symptoms outlined in the complaint. Manufacturer did observe dust/dirt contamination in the airpath, likely from a source external to the device. Manufacturer observed no evidence of degraded sound abatement foam. In this report, sections d9, g3, h3, and h6 have been updated or corrected.